Event description:
An Impella CP device was inserted into the left transcaval artery in a 72-year-old female patient presenting in Society for Cardiovascular Angiography & Intervention (SCAI) shock A stage, prior to initiation of support. The patient's comorbidities are unknown. The Impella was intended for ventricular support during a protected percutaneous coronary intervention (PCI).During the procedure, access was achieved; however, the device could not be advanced due to a hard curve on the artery, even though the artery size was appropriate. Angioplasty of the iliac artery was required. The device still could not be advanced for support and was subsequently removed from the patient.No device malfunction was reported. The patient did not receive Impella CP support, and no adverse clinical consequences related to the attempted insertion were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.